Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The home care nurse called in stating the head section of the bed is stuck at about a 60 degree angle. The nurses have tried to lower the bed using the emergency crank and it is not working. The nurse also stated no other parts are moving with the pendant.